Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient¿s right atrial lead exhibited noise causing inappropriate automatic mode switch. The lead was capped and replaced on 4 feb 2022. The patient was stable in condition.